Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon allegedly failed to inflate when testing product prior to insertion. Three different product with the same lot#, failed to inflate each time.

Event description:
It was reported that the balloon allegedly failed to inflate when testing product prior to insertion. Three different product with the same lot#, failed to inflate each time.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿[warnings] method for use: (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients 3.insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and the urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The exterior of the samples did not find any evidence of a failure that would support the reported event. Evaluation found catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water"

Event description:
It was reported that the balloon allegedly failed to inflate when testing product prior to insertion. Three different product with the same lot#, failed to inflate each time.